Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years later of post filter deployment, computed tomography of abdomen and pelvis clearly showed an inferior vena cava filter which appeared to be tilted to the left. There appeared to be one of the limbs of the filter to protrude through the caval wall and was adjacent to the abdominal aorta. However, this will be reviewed with radiology team to ensure that this was not an artifact. The patient will benefit from filter retrieval and replacement. There was a good landing zone in the infrarenal vena cava cephalad to the current location of his filter. Alternatively, 2 common iliac filters can be placed. There was possible erosion of inferior vena cava filter legs through inferior vena cava wall. Inferior vena cava problem appeared chronic and patient was otherwise asymptomatic from this. Incidentally was found to have inferior vena cava filter migration and 12 hours history of abdominal pain. Inferior vena cava filter was eroding through the cava wall, posterior to the aorta into an adjacent vertebral body. Inferior vena cava filter appeared to have eroded outside of the inferior vena cava with one limb adjacent to the abdominal aorta. After one month, the inferior vena cava filter had minor ingrowth at the hook and penetration as noted on computed tomography scan. The filter was noted to penetrate the vena cava wall abutting the infrarenal aorta, the anterior spinal ligament with 2 struts to the right of the vena cava into the pericaval soft tissues. On the same date, inferior vena cava filter removal was planned. Guidewire exchange was performed with a benson wire which passed easily through the right atrium into the infrarenal vena cava. Venotomy was performed and the cook coaxial sheath system was then passed over the wire and positioned in the infrarenal vena cava below the filter. A benson wire was then directed using a vertebral catheter into the right iliac system. This was passed through the interslices of the stent without difficulty as did the catheter. The sheath however would not pass this level. The catheter was positioned in the distal external iliac vein and ascending venography was performed using digital subtraction of breath hold technique. This demonstrated wide patency of the right external iliac, common iliac, caval confluence and inferior vena cava. No filing defects were identified up to and including the vena cava filter and beyond. The left common iliac vein was similarly noted to be widely patent with normal flow via the stent. The catheter was removed and the cloverleaf snare was passed though the coaxial sheath and used to engage the hook of the filter. Initially the entire nosecone was engaged and manipulation was necessary in order to engage the hook alone. Once this had been secured, this was used as a rail to fix the filter and performed dissection by advancing the coaxial sheath system over the struts. Easy collapse was identified of the centering struts however the longer hooks were a bit more resistant. Patient required additional pain medication at this point. Subsequent dissection with the inner and outer sheath was performed to easily released the entirety of the filter. This was removed leaving the outer sheath in place. Inspection of the filter demonstrated all 6 hooks and all 6 centering legs intact. Minor tissue growth was noted around the nosecone. The guidewire was replaced and an omni flush catheter was positioned in the distal vena cava at the level of the iliac stent. Venacavography was then performed using digital subtraction of breath hold. However, dissection with the coaxial sheath system was able to free the hooks with moderate effort. Patient tolerated this without difficulty. Follow-up venacavography demonstrated wide patency of the vena cava without evidence of defects of the wall. Therefore, the investigation is confirmed for the alleged filter migration and the perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.